Event description:
At the end of the case a reddened spot was noted on the bowel. It was about the size of a biopsy site. The exact size was unknown. After the same thing occurred in another case, the colonoscope was examined and there was a small protrusion around the water channel opening. There was no harm to the patient.